Manufacturer narrative:
Product complaint # (B)(4). Batch # r57u32. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage, with the closing trigger and anvil in the closed position. One ecr45w cartridge reload was received partially fired 1/3. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. In addition another ecr45b reload was received partially fired 1/10. No functional test was performed due the condition of the device. To mitigate the potential for hard objects getting into the cartridge and interfering with the knife path potentially jamming the mechanism and damaging the knife edge during device firing prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution; then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Lung cancer. What is the surgeon¿s experience with the device? Experienced. Did the surgeon wait 15 seconds prior to the attempted firing? Yes. Approximately how far did the device cut and staple? 1/3. What troubleshooting steps were attempted to open the device prior to converting to a thoracotomy? Followed up IFU. What is the current patient status? Stable and in hospital.

Event description:
It was reported that could not fire and could not fire farther. During the endoscopic lobectomy, could not fire on the 11th firing with ecr45b. Changed another ecr45b, could perform firing. When used ecr45w to sever the pulmonary fissure, could not fire "father" after fired a little. Could not return the blade, changed to open surgery, used two tx30gs and scalpel to cut and anastomose the stoma, and took out the device. The surgery delayed about 3 hours. The patient is stable and in the hospital now.